Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional and visual tests were performed. The reported problem could not be duplicated as the device was tested three times and was found to be on the error margin. Preventative service and secondary repairs were performed.

Event description:
It was reported that the device exhibited an error "precision test failed". There was no patient involvement.